Event description:
It was reported that patient had high blood glucose managed with insulin via pump on (b)(6)2026.

Manufacturer narrative:
E1:Name: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325 ¿ 1219 Based on the available information, this event is deemed to be a serious injury To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: (b)(4)Manufacturing Site: (b)(4)